Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a device interrogation it was noted that the shock impedance on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) had started to increase approximately nine months earlier. At the current device interrogation the shock impedance measurement was out of range. Boston scientific technical services (ts) was consulted and suggested sending the patient to an electrophysiologist office for evaluation. At this time the rv lead and ICD remain in service. No adverse patient effects were reported.